Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature display of the foley catheter became unstable during use. After checking the cable, it was stated that the contact of the female part might be bad. Per follow up information received via ibc on 23-jun-2022, stated that it was not visually confirmed whether the female part contact was bad.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Photo samples were submitted, however, unable to evaluate the reported event from the photos. The extension cable was returned without the original packaging. No damage to the cord was noted. Connections of the cord to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The cord was connected to an in-house temperature sensing catheter submerged in a water bath the cord was then attached o a kilo device and displayed the temperature erratically from 32 to 36.2 degrees celsius. Though the temperature displayed erratically, the sample meets the specification "plug and jack must be firmly secured to wire." Using a caliper the cable was measured and found to be out of specifications. As the out of specification measurements confirmed to not be a cause of erratic display, the reported event will be confirmed cause unknown and a new complaint opened. The device was used for diagnostic purposes. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " for use with bard temperature-sensing products and accessories". Information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature display of the foley catheter became unstable during use. After checking the cable, it was stated that the contact of the female part might be bad. Per follow up information received via ibc on (B)(6) 2022, stated that it was not visually confirmed whether the female part contact was bad. Per notification received from investigator on (B)(6) 2022, it was stated that the cable was found to not meet specification during evaluation.